Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a laparoscopic oophorectomy procedure on (B)(6) 2022, the final tightener screwdriver had the tip damaged and it was not possible to do the tightening. It was necessary use other screwdriver from another system. Surgery was delayed approximately 5-10 minutes. The procedure was completed successfully this is report 1 of 2 for (B)(4). This report is for a moss miami spine system hexlobe driver 5.5 x25.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that distal tip of the x25 final tightener was observed tripped and worn. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document, it was determined that the reusable instrument device was stripped/worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped/worn of x25 final tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, conforms device history a review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm5269203 was released in one batch. Batch1: lot qty of 110 units were released on 14 feb 2019 with no discrepancies. Supplier: depuy : seabrook medical. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.